Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a decrease in device battery voltage and an increase in battery impedance were observed. Premature battery depletion was suspected and the device was explanted and replaced. The patient was in stable condition.